Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis (hd) machine that was used for treatment, and patient blood loss occurred. The issue was found when a fresenius regional equipment specialist (res) was called on site to inspect the machine following the event. It was reported that the needle came loose from the patient during treatment, reportedly with an estimated blood loss of 1.5 liters. The clinic nurse reportedly re-inserted the needle, and the patient completed treatment. The res confirmed that the machine passed all functional tests. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon further investigation, it was determined that the event reported on 2937457-2019-01003 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2019-01003.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The res confirmed the machine passed all functional tests and returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.